Event description:
A surgeon reported that the flap cut was deeper than planned. Patient outcome is unknown. Additional information has been requested, but not received to date. This is one of two medical device reports being filed for this patient. This report is for the left eye.

Manufacturer narrative:
A service visit was performed and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).